Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the insulin gauge remained static at 105 units after 10.2 units of insulin were delivered. At the time of the reported event, the customer declined to reload the existing cartridge. There was no impact to the customer's blood glucose level.